Event description:
It was reported that cadd solis vip pump ? Not infusing the correct volume, inaccurate delivery of medication. No patient injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. At least one of the three process tests failed. Root cause was found to be inaccurate delivery; device was out of mechanical specification. The expulsor was replaced.